Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a healthcare provider (hcp) via a company representative who reported that the pump and catheter were replaced. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) (3 mg/ml at 1.0507 mg/day) via an implantable pump for non-malignant pain. It was reported that at the last two refills the pump has had 3 ml less than expected in reservoir. The patient stated no noticeable difference in pain relief; pain score was 1 out of 10. Of note, the patient reported living in the northern (B)(6) mountain area. Elevation of home is 1837 feet. The patient stated area around home higher in places. The patient also noted having had ¿several¿ falls over the past year. The patient stated that the falls were related to blood pressure and tachycardia. Patient stated that they have noticed no difference in pain relief after falls. Last fall occurred in (B)(6) or (B)(6) of 2021. The patient also stated that in (B)(6), they decided to stop eating sugar and bread; the patient has lost a stated 25 pounds. The patient did not want to provide their current weight. Additionally, the logs show motor stall with recovery in (B)(6) 2021. No other motor stalls. During dye study on (B)(6) 2022, they were unable to aspirate the catheter. Dye was injected and the dye was noted around the catheter in pocket and near assumed spinal anchor site. The patient was planned for a new catheter placement and pump replacement (pump was within 8 months of end of service (eos)); however, surgery date had not been scheduled. The patient's medical history was asked but unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(4) implanted: (B)(6) 2015: other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: 27-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
2022-01-21 e1 (rep) additional information was received that the cause of the motor stall was not determined. It happened (B)(6) 2021 at 3:29 pm with recovery at 3:56 pm. No external/environmental factors were known. They were unable to get the actual vs estimated reservoir volumes. The cause of the volume discrepancies was not determined and no external/environmental factors were known. The cause of the inability to aspirate the catheter was not known and there were no external/environment factors known that may have caused or contributed to the issue. It was unknown at the time of this report if surgery had been scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.